Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: due to dirt on light guide (lg) lens, illumination is uneven. Based on the results of the investigation, it is likely that the most probable causes of the reported issue could be such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that due to dirt on light guide (lg) lens, illumination is uneven. There were no reports of patient involvement.